Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 10 for (B)(4).

Manufacturer narrative:
Product investigation was completed: as no specific allegations were made against the curved rod (04.651.045 lot 7600058) no further evaluation was completed. It does displayed signs of wear (worn anodization, scratched/nicked finish) consistent with insertion/explantation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID is unknown. Event date: unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 04october2011. No non-confomance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: surgeon had to schedule a revision surgery on a patient who had the initial surgery on (B)(6) 2013. The patient was implanted with the matrix construct from l4-l5. The revision surgery on (B)(6) 2015 was due to nonunion between l4- l5; postoperative pain and adjacent level disease was also reported. During the revision surgery the entire matrix construct was explanted. Upon hardware removal, the surgeon noticed that the right l4 screw (part# 04.606.655) had a loose cap and that the head of the screw had popped out of the screw shaft (although the screw shaft was solid in the pedicle of the spine). The left l4 screw (04.606.650) on the other hand has a tight screw, but the screw itself into the bone was loose. The surgeon believes that the loose cap along with the loose screw prevented healing possibly due to micromovements. The patient was then implanted with non-synthes product between levels l2-l5. This is report 6 of 8 for (B)(4).